Manufacturer narrative:
The explanted device will not be returned to bsn. Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 1044338/3184075/1044250; model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-1132; serial number: (B)(4); batch/lot number: 168991; model/catalog description: precision spectra. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to leads migrated down to the ipg site. The patient underwent a replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.